Event description:
It was reported that the pace/sense indicators were blinking simultaneously on the ventricular side. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. It was also noted that the battery flex was contaminated, the upper and lower cases were broken/contaminated, the ring cover and two side bail covers were broken, the battery release and lead flex covers were contaminated, the battery contacts were compressed, the ring was missing and two side bails were contaminated and the battery drawer was broken/contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.